Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patients underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.